Manufacturer narrative:
The customer reported that an mp70 monitor stopped alarming while a pt continued to have a low desat value. Info on the configuration, the previous actions, alarm logs, and the duration of the desaturation have not been provided to philips. The limited available info is not sufficient to support that there was a health risk. In abundant caution, we will report this as a malfunction. Additional investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that an mp70 monitor stopped alarming while a pt continued to have a low desat value.